Manufacturer narrative:
Upon further investigation, the following has been reported that the touchscreen malfunction was discovered during the testing of the device. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit's touch screen does not work, it checks to calibrate the screen without result. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.